Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that during a stage two implant, contact zero had an open circuit. During the retrieval of the end cap and boot from the subgaleal pocket and the removal of the end cap and boot, the contact zero of the lead had pulled away from the end of the lead. The hcp attempted to connect the lead to the extension and then measure impedances. Impedances were measured to be greater than 40,000 ohms on all electrode combinations involving contact zero when just the extension and lead and the extension connected to an implantable neurostimulator (ins) were measured. Contact zero was determined to be broken. The failure of the end cap and boot resulted in an open circuit for contact zero. The hcp felt contact zero was most likely below the subthalamic nucleus (stn) structure since they typically ¿bracket¿ the lead within the stn. Contact zero would not be available for programming and the patient would not be able to get an MRI due to the broke circuit. Impedance of contacts one, two, and three were normal so the hcp decided not to risk replacing the lead. The hcp stated the manufacturer should consider improving device quality. The issue was not resolved at the time of this report. The patient¿s indication for use is parkinson¿s dual and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.